Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 480mg/dl. The customer experienced high temperature and vomiting. Troubleshooting was performed. The caller mentioned that the insulin pump alarmed motor error, and the drive support cap appears normal. The customer stated that the insulin pump was exposed to a high magnetic field while having an MRI, but she removed the device during the procedure. Assisted the customer to run a displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.